Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove the ivus catheter from the guidewire appears to be related to operational context. In this case, it is likely that the cause for the reported difficulty to remove the ivus catheter from the guidewire was due to either the condition of the guidewire (kinks, bends, procedural contaminant build-up on guidewire, etc.) Or condition of the ivus catheter (loss of lubricity). The material separation was confirmed to have occurred during post-procedure handling, and is unrelated to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in a restenosed lesion in the left anterior descending (lad) artery with mild tortuosity. A non-abbott intravascular ultrasound (ivus) was used over the pressurewire x wireless guidewire; however, there was difficulty removing the ivus off and had to remove the guidewire and ivus as a single unit. Removed intact but attempted to separate the devices outside of the anatomy and the guidewire tip split into two. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.